Event description:
(B)(4) study. It was reported that a side branch event occurred. In (B)(6) 2013, patient presented with silent ischemia and unstable angina (braunwald classification: iiib) and had elevated biomarkers indicating ischemia prior to procedure then was referred for cardiac catheterization. Target lesion #1 was located in the proximal right coronary artery (rca) with 90% stenosis, a length of 20 mm, and reference vessel diameter of 4.00 mm. Target lesion #1 was treated with predilation and placement of a 4.00 x 28 mm study stent. Following post dilatation, residual stenosis was 0%. Baseline core lab angiography result taken on the same day of the procedure revealed 80% side branch stenosis at acute marginal. Post procedure angiography revealed 100% 'branch percent stenosis' in first acute marginal. The patient was discharged 4 days post- procedure on dual antiplatelet therapy.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Describe event or problem, relevant tests/lab data updated. (B)(4).

Event description:
It was further reported that prior to index procedure, the patient presented with complaints of squeezing mid chest pain and was diagnosed with myocardial infarction. Cardiac biomarkers was also noted to be elevated. Following deployment of study stent, follow-up angiography showed adequate stent expansion with distal timi 3 flow and timi 2 at the level of the right ventricular branch. A small proximal atrial branch remains with timi 1 flow. Post index procedure, the subject developed myocardial infarction. Troponin I cardiac enzymes biomarker was noted to be elevated. Subsequently there was a decrease in troponin I followed by increase in troponin I cardiac enzyme biomarker. No action was taken to treat the event.